Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error during basal delivery. The blood glucose reading was 400 mg/dl. The customer treated with the insulin pump. The drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No motor error alarm was noted. The motor passed the motor test. The pump was received with cracked battery tube threads and a cracked reservoir tube lip.